Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin 1 gram and fortum 500 milligram (route and frequency not reported) for peritonitis. The cause of peritonitis was unknown and the patient was recovering for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.